Event description:
Complainant alleged that the medics were treating a patient who had coded. The medics applied the stat pads multi-function electrodes to the patient and began treatment. The complainant reported that CPR was performed during patient treatment. The medics were unable to convert the patient's heart rhythm in the field. They then transported the patient to the hospital emergency room. The emergency room clinicians defibrillated the patient twice using same electrodes that had been applied to the patient in the field. Upon the administration of the third shock to the patient, the electrodes arced. The clinicians then applied another set of electrodes to the patient and continued treatment. The patient subsequently expired, but the complainant indicated that the patient outcome was not as result of the reported malfunction. The complainant was unable to supply the lot number of the used stat pads multi-function electrodes as the electrode packaging was inadvertently discarded. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been chest compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. Please reference the attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns". In addition, the package insert warns the user, "after patient movement due to muscle contraction or patient repositioning, press pads to the skin to ensure good coupling between the pads and the patient's skin".